Manufacturer narrative:
The reported event of a deformed device and "a polyester patch that was widely protruded out of the nitinol mesh" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 38mm amplatzer septal occluder (aso) were selected for use. During the procedure, the left atrial disc of the aso deployed in a deformed cobra-head shape in the patient's left atrium. Several attempts to conform the aso back to its original configuration were made, but not successful. The aso was safely removed from the patient. After removal of the aso, a polyester patch was found to be widely protruded out of the nitinol mesh on the disc. Another 38mm amplatzer septal occluder was used to successfully completed the procedure with no further issues. The patient was reported with no consequences and remained hemodynamically stable throughout the procedure. The procedure was not significantly extended. The physician does not attribute the event to a device malfunction that had the potential to result in patient harm or injury. The physician does not attribute the deformation to patient anatomy, but believes the deformation and protruding polyester patch to device material and individual difference of the device. Patient specific information of patient identifier, age or birthdate, gender, and weight are not available for this complaint.